Event description:
On (B)(6) 2012, the lay user/patient's mother (reporter) contacted lifescan (lfs) alleging that her daughter's onetouch ultrasmart meter was reading inaccurately low compared to her daughter¿s feeling/ normal result(s). The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began on the morning of (B)(6) 2012. On unspecified dates/times, the patient reportedly obtained blood glucose readings of "78, 136, 118, and 149mg/dl" with the subject meter. The patient reportedly manages her diabetes with insulin (self adjuster); however, it is not clear what action the patient took in response to the reported inaccurate low blood glucose readings. On the morning of (B)(6) 2012, the reporter claims that as a result of the alleged issue, her daughter developed a symptom of thirst, and on september 10 (and the next three mornings) her daughter has had to administer 8 units of humalog as treatment. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement (mg/dl). The csr also noted the reporter performed a quality control test that passed. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed a symptom that is suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The products involved with this complaint hav been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The retains also passed testing with no faults found. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.